Event description:
It was reported, the patient would need to have the implantable neurostimulator (ins) removed for an MRI. It was stated, the patient was getting "good therapy" and that "everything works fine and they did not want to mess with it." About two weeks later it was reported the system was removed because, the patient needed a full body MRI. During the lead removal, it was noted, the lead fractured "just below the first tine." It was indicated the "complete wire" was removed from the patient, but the "electrodes remained in the patient." It was added that there was a "normal" estimated replacement indicator reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28 lot# v109244, implanted: 2008 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of neurostimulator model 3058, serial # (B)(4) showed no significant anomalies. Analysis of lead model 3889-28 lot # v109244 showed no significant anomalies.

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the implantable neurostimulator (ins) system was explanted because the patient needed an MRI. It was also noted that ¿re-implantation¿ was scheduled. No other information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010). (B)(4).

Event description:
Additional information was received which reported that the battery depleted normally. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.